Event description:
New information states the patient's condition was good post procedure.

Manufacturer narrative:
UDI(di):(B)(4).

Event description:
The patient presented to the hospital for unrelated issues. Upon interrogation, the right ventricular lead exhibited high impedance and a sensing anomaly. It was determined that the pacing was no longer required and the device was reprogrammed. No patient symptoms were reported.

Event description:
New information states the right ventricular lead was capped and replaced on (B)(6) 2016.